Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral approach via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.5 fr non-bsc introducer sheath was engaged in the lesion. A non-bsc guide wire and a guidezilla extension catheter were advanced and crossed the lesion consecutively. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation; however, the balloon ruptured. The device was removed and was replaced with another coyote es balloon catheter, followed by a 2.5-3.0mm non-bsc balloon catheter. The procedure was completed with a 3.5mm non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection of the balloon revealed a pinhole in the balloon material at the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The shaft was damaged at the guide wire exit notch which is consistent with the interaction with the guide wire. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral approach via the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.5 fr non-bsc introducer sheath was engaged in the lesion. A non-bsc guide wire and a guidezilla extension catheter were advanced and crossed the lesion consecutively. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation; however, the balloon ruptured. The device was removed and was replaced with another coyote es balloon catheter, followed by a 2.5-3.0mm non-bsc balloon catheter. The procedure was completed with a 3.5mm non-bsc balloon catheter. No patient complications nor injuries were reported.